Event description:
It was reported that various parts have been requested for use on the apix table. No add'l info provided. There was no report of pt injury.

Manufacturer narrative:
Parts ordered were identified as the motion control pcb and the cpu. No add'l info at this time. If additional info is provided, it will be reported as required.